Event description:
It was reported that the pangea 2.5 mm long drill bit became jammed within the 2.5 mm drill guide insert sleeve and snapped into two pieces. As the pangea small frag core set contains only one long drill bit, the surgeon proceeded with the procedure using a synthes 2.5 mm long drill bit to complete the surgery. No debris in the surgical field was reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.